Event description:
Three patient samples with discrepant results. Patient 1, initial calcium result 8.4 mg/dl, repeat 9.2 mg/dl. Patient 2, initial creatinine result 3.9 mg/dl, repeat on different instrument, same method, gave result of 1.3 mg/dl. Patient 3, initial magnesium result 1.0 mg/dl, repeat on different instrument, same method, gave result of 1.9 mg/dl. Erroneous results were not reported. The field service representative determined the rinse mechanism and gear pump required adjustment and the rinse mechanism tubing was in poor condition. The adjustments were made and tubing replaced. Performance check tests were performed and within specification.